Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was surgically repositioned due to loss of capture. The device and leads remain in service. No additional adverse patient effects were reported.